Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not yet returned for evaluation.

Event description:
It was reported that during a revision surgery, the handpiece saw was separating cement from the bone when the blade sheared off from the attachment end. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The definitive root cause could not be determined as only a partial piece of the device was returned. The quality investigation is closed.

Event description:
It was reported that during a revision surgery, the handpiece saw was separating cement from the bone when the blade sheared off from the attachment end. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.